Event description:
Machine kept giving error stating that array position was erroneous. Opened and utilized a second handpiece with out difficulty. Manufacturer response for impedance controlled endometrial ablation device, novasure advanced (per site reporter). Manufacturer provided tracking# and return shipping container. Delay in return, due to original shipping container was lost.